Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was evaluated in the field and the issue was confirmed.  However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported that the scale is inaccurate. There was no patient involvement.